Event description:
It was reported to vyaire medical that the customer received a defective o2 blenders from a batch of 30k pm kits, and the blenders are leaking. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and duplicate the issue. A visual inspection of the uut (unit under test) found no signs of damage or misuse. The uut was tested as received as a stand-alone unit to duplicate the failure. The o2 pressure sensor tubing was occluded at the sensor end, and the uut was connected to an o2 gas supply, with the o2 supplied it was found that the uut leaked from the p/n:10542 fitting tube straight mini type and p/n:10544 tubing polyurethane 1/8 o.d. Shut off the o2 supply and removed the connector tubing and reseated. Reconnected the o2 source supply and uut found no leak. Performed leak test and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.